Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine inspection of the screw removal set, a conical extraction screw had stripped threads, cruciform screwdriver shaft had a damaged cruciform tip, a large hexagonal screwdriver with t-handle had worn/rounded hex flats, and a 2.4mm stardrive screwdriver shaft had the teeth worn. There was no patient involvement. This report is for one (1) conical extraction screw for 2.7mm & 3.5mm cortex screws. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device evaluated by MFR, device manufacture date: device history records review was completed for part: 309.520, lot: 2437902. Manufacturing location: bettlach, release to warehouse date: jan 09, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device evaluated by MFR: product investigation was completed. The conical extraction screw for 2.7 mm and 3.5 mm cortex screws (part number 309.520, lot number 2437902) was returned. Upon visual inspection, the distal tip of the device had stripped threads. There was also discoloration noted near the sw mark. There remaining of the device showed surface wear consistent with use which would not impact the functionality of the device. This received condition agrees with the complaint condition, thus confirming the complaint. The visual inspection revealed that the device shows end of life indicators (damage due to impact (non-impaction surface) and wear due to handling) which have resulted in the complaint condition. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Corrected data: MFR site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.